Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown sidus stemless; lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, the patient requested to keep the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, the patient underwent a revision surgery due to an unknown reason. Attempt has been made to obtain additional information. No additional information has been received at this time.